Event description:
Portio cone attachment inadvertently detached from uterine manipulator. This has occurred on two (2) separate occasions. It was not noticed the first occurrence and remained in the patient. FDA safety report ID# (B)(4).